Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 74002, lot # n226327, implanted: (B)(6) 2010, product type adapter; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3998cws, lot # n25966, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported that the patient had experienced a shocking or jolting sensation. It was stated that, when he turned over while sleeping, he got shocked. It was stated that it was not an unpleasant shock and it canceled the pain. It was stated that the 'shock' increased when he turned over. The patient controlled the level of the 'shock' using patient programmer and the stimulation itself 'shocked' him. The patient, "generally, tried to keep stimulation in a barely conscious level." It was stated he did still turn implant up during the day. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stimulation increased without "it trying to". It was noted that the patient had more pain when they were "moving about with their legs".